Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve to gastric bypass procedure, the circular stapler could not join with the stapler while stapling the stomach. The device was replaced with a different size. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the oral anvil was tilted and separated from the instrument. Further inspection of the oral anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the oral anvil was bent. It was reported that the circular stapler could not join with the oral anvil while stapling the stomach. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the oral anvil is manipulated with excessive force during the attachment to the instrument, or if the oral anvil is mishandled during the removal from the tubing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not grasp/clamp on the legs (open end) of the orvil anvil/center rod assembly. Doing so could bend the legs and make it difficult to attach/detach the orvil anvil to the integrated trocar of the stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.